Event description:
It was reported that the device was explanted due to insufficiency. Follow up with the surgeon's office indicated that the device is not available for return. They did not indicate why it is not available.

Manufacturer narrative:
Device not returned.